Event description:
The customer reported to olympus that the zoom on the device was defective. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There were no reports of patient harm associated with this event.

Manufacturer narrative:
UDI not available; device not distributed in us. The device was returned to olympus and it was found that the nozzle was clogged with foreign matter due to insufficient cleaning. The reported issue (zoom malfunction) was not confirmed during testing. In addition, there was a drainage failure due to the nozzle being clogged, there was a leak due to a pinhole on the forceps channel, angulation in the up direction was insufficient and the play in the up/down angulation knob was out of standard due to the angle wire being stretched, the distal end cover was collapsed due to a crack in the resin due to handling, the adhesive on the bending section cover was cracked and chipped, there was a cut on the connecting tube due to handling, and switch three was scratched due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.